Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for post-implant follow-up. Ra and rv leads were dislodged. The leads were contaminated and were not able to extend helix. The leads were explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.